Event description:
The customer reported a loose ECG port on the device that causes an inability to acquire a 12 lead ECG. There was no negative patient impact.

Manufacturer narrative:
(B)(4). The device was sent to the philips bench for evaluation. The reported symptom was reproduced - acquisition of 12 lead ECG was intermittent. Wear and contamination was noted on the ECG connector. The ECG connector and trunk cable were replaced to resolve the reported symptom. The device then passed all testing and was returned to the customer site for use. We are unable to determine the cause of the reported symptom as multiple parts were replaced. Replacement of the ECG connector and trunk cable resolved the reported symptom.